Event description:
Keravision was notified in 1999 that a bilateral intacs (0.30mm) implant procedure was performed in 1999. A suspected infection was observed in the pt's left eye one week later. The infection was managed with removal of the clock wise (left eye) segment in 1999 and antibiotic therapy. The pt returned to the medical facility 4 days later. Removal of the counter clock wise (left eye) segment was performed and continued antibiotic therapy. The culture results indicated the presence of streptococcus. According to the medical facility, the pt is stable and is recovering from the infection. The investigation of the event revealed that the pt had not been prepped for surgery according to the recommended procedure.